Event description:
It was reported that the balloon began to unwrap during insertion through the introducer sheath. Because of this, the iab was removed and replaced. There were no associated patient complications.